Event description:
This was a lead extraction case conducted in the operating room to remove a malfunctioning sjm 1580 riata lead in a (B)(6) male with history of cardiac issues. An arterial line was placed and fluoroscopy and tee were available throughout the case. The ep prepared the lead using an lld-ez. The extraction began using a 14f sls around 9:45am on (B)(6) 2011. The ep was slow and methodical, providing gentle back traction with the lead being coaxial and bevel of sls faced appropriately. He made slow progress and lasered for 4:23 secs, just passing the first proximal shocking coil by about 1 cm. At 9:50 am the pt's bp began to drop rapidly from 103 to 20. There was no perfusion seen on the tee. Chest compressions began immediately and meds were administered to help maintain bp. Surgeon was notified and arrived at around 10:10-10:15am. Surgeon requested for fluoro picture to be taken to help identify location of the bleed. It was decided to perform a sternotomy at around 10:20am. Blood was not immediately available, and the first bag was administered around 10:25am. Surgeons had access to the chest in minutes and identified the tear. The surgeons were able to control the tamponade, but deemed unable to repair the 3-5 cm tear located in two areas in the svc innominate junction. Pt was called at around 11am.